Event description:
Reporter alleged blood glucose measured 35 mg/dl at 9:56 am back to back with a result of 94 mg/dl when testing was performed at 10:07 am. Customer stated having low blood glucose symptoms at the time so self treated with food before feeling better. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.